Event description:
The customer reported the c-arm intermittently will not go up and down. No pt injury was reported.

Manufacturer narrative:
The service rep ordered a ps3 power supply for up/down movement. The rep replaced the ps3 power supply. Tested same with 10 up/down movements with no problems. System functions as intended with no errors or problems.